Manufacturer narrative:
Additional information: analysis of the raw data provided shows a severe shift of the differential populations in mals (multi-angle light scattering) for the samples in question. Latron quality control values provided via printed report show the mals channel are within specification. Visual review of the provided 6c quality control printed data shows a slight shift of the control analogs in terms of rlsn (rotated light scattering); however, the shift is not as severe as the shift seen in the whole blood samples provided. The cause of the severe mals shift in whole blood is unknown.

Event description:
The customer reported their dxh800 instrument generated elevated eosinophil (eo) results on 3 different patient samples. Results were different when compared to reruns on another instrument and from a manual differential count. Review of the provided data shows lower neutrophil (ne) results were recovered when the eo results were elevated for all 3 patients. Instrument flags were generated for all 3 patients; however, differential specific flags were not recovered for patient 2.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the diff mix chamber, the diff sample line and the nrbc sample line. He disassembled the dv (distribution valve), cleaned and reassembled it and flushed the dv waste pathway to resolve this issue. The fse ran latron and made adjustments; ran daily checks and controls, all within specification. The fse also ran the same 3 samples that earlier had elevated eo results and now showed normal eo results. (B)(4).